Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges consumer was going down a curb to access a crosswalk and his wheels got caught up in a sewer drain and the chair tipped over.

Manufacturer narrative:
The provider repaired the device in the field. The device is working properly.

Event description:
Alleges consumer was going down a curb to access a crosswalk and his wheels got caught up in a sewer drain and the chair tipped over.